Event description:
The circulator brought the vnus closure catheter to the front desk and questioned the or charge nurse about the expiration date on the catheter before opening it. The circulator also went to the or sterile supply room to get another vnus catheter, but they all had the same expiration date. The or supply coordinator told the charge nurse he had just recently received this shipment of catheters in from the company. The or charge nurse told the circulator the date on the label was the date of manufacture, not the expiration date so the circulator proceeded to the or and opened the catheter. The surgical services director was informed about the incident and looked up the sterilization packaging symbols which indicated the symbol that was confusing to the staff was the expiration date and not the date of manufacture. The circulator was correct: the date and symbol on the packaging was the expiration date and not the date of manufacture. The surgeon was informed of by the or charge nurse during the procedure after the catheter was in use on the sterile field. Staff do not know why the manufacturer released expired product. The products received from the manufacturer are approximately 6 months past the expiration date listed on the packaging. Expired product was removed and returned to the manufacturer. There was no change to the plan of care for this patient.